Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the mildly calcified, tortuous proximal and mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm non-boston scientific balloon, inflated to 14 atms. A 3.00x24 mm taxus express2 drug eluting stent was placed in the proximal lad, inflated to 9-14 atms. Then the physician attempted to place a 2.50x12 mm taxus express2 drug eluting stent, but was unable to cross the previously placed stent. The 3.00x24 mm taxus stent was dilated with a 3.5x10 mm non-boston scientific balloon, inflated to 10 atms. When the physician attempted to place the 2.50x12 mm taxus stent, the second time, it became caught on the proximal side to middle side of the 3.00x24 mm taxus stent. The physician was unable to move the stent. Angiography confirmed the stent had dislodged. The physician was able to successfully snare the stent. The procedure was completed with a 3.5x10 mm non-boston scientific balloon and a 2.50x12 mm taxus express2 drug eluting stent. The stent was post dilated with a 2.5x15 mm non-boston scientific balloon. No additional pt complications were reported. Pt status reported as "good."